Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas device was returned for evaluation. A rupture was observed to the balloon. The balloon fibers where stripped and under microscopic examination a compound rupture was noted to the balloon. No other functional testing performed. Two photos were reviewed. One photo shows an atlas label with lot and product information matching the reported information in trackwise. The second photo shows the atlas device with its inflation luer and balloon. No other anomalies noted. One video review was done. The video shows a balloon in the inferior vena cava being dilated. The balloon does not appear to fully dilate. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted to the balloon under microscopic observation. A definitive root cause for the alleged balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (dqy; lit). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the right femoral vein via vena cava stenosis, the pta balloon allegedly ruptured during dilatation. There was no reported patient injury.